Event description:
This report summarizes 68 malfunction events in which the device reportedly had a decrease in pressure. 3 events had no patient involvement; no patient impact. 65 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 68 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 8 devices were not available for evaluation. 58 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 68 events were reported for this quarter. Product return status: 6 devices were not available for evaluation. 62 device investigation types have not yet been determined. Additional information: 68 devices were labeled for single-use. 68 devices were not reprocessed or reused.

Event description:
This report summarizes 68 malfunction events in which the device reportedly had a decrease in pressure. 3 events had no patient involvement; no patient impact. 65 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 68 previously reported events are included in this follow-up record. Product return status 6 devices were received. 57 devices were not available for evaluation. 5 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 68 malfunction events in which the device reportedly had a decrease in pressure. 3 events had no patient involvement; no patient impact. 65 events had patient involvement; no patient impact.